Event description:
Customer reported that he does not received the alert when the insulin pump goes into threshold suspend. Customer was advised that the siren should come on after 2 minutes of no response to the threshold suspend and if a button is pressed to acknowledge alert the timeout would occur after 10 minutes. Customer stated that the sensor readings are inaccurate; sensor glucose reads low when his blood glucose would be 140 to 180 mg/dl. Customer was offered to replace the insulin pump and he declined. Customer also stated that he was hospitalized for a virus in may; it was not related to diabetes or the use of the insulin pump. He stated that his blood glucose has inordinately high since then and difficult to control due to steroids and medications he is taking. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.